Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was returned for failure analysis and the reported problem was confirmed in the field logs and replicated during fa. The unit was installed onto a patient side cart fixture test platform (pftp) and failed ifs pogo pin test. The unit was then installed onto a golden system and was not able to engage the sterile adapter, replicating the reported event. Upon visual inspection, fa found a small screw was stuck on the magnet of the left sterile adapter presence pin preventing the presence pin to be depressed and is the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found left sterile adapter presences pin stuck. The fse exercised the pin to release. The fse instructed the the staff on what to look for when these issues occur. The issue was later reported to have returned after the fse site visit. An fse returned and replaced the universal surgical manipulator due to damage. The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 2 drape would not engage. They power cycled the system, but still could not get the disk to spin when they engaged the sterile adapter. The technical support engineer (tse) had them hard power cycle the robot and it engaged and spun while it powered up. The tse had them remove it and reinstall it and again and it would not engage. The tse had them hard power cycle the robot again and it engaged again. The customer stated that they only needed three arms for the case. The tse recommended to drape out usm 4 in case usm 2 did not engage instruments. The procedure was continued as planned with no reported injury.